Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device had a battery issue. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device and the internal battery were received by resmed for an engineering investigation. Review of the device logs confirmed the reported external battery autonomy issue but found no anomalies relating to the internal battery or indication of a device malfunction. Performance testing found that the device and the internal battery operated per specifications. Based on all available evidence, the investigation determined that the reported battery autonomy issue was most likely due to a defective external battery, however, this cannot be confirmed as the external battery was not returned for investigation. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a battery issue. There was no patient injury reported as a result of this incident.